Event description:
One endeavor rx drug-eluting stent was implanted at the mid lcx. Patient was asymptomatic / free of symptoms at 30 day follow up and 6 month follow up. Stent thrombosis of the mid lcx is reported to have occurred approximately 9 months following index procedure. It is reported that unstable angina required hospitalization for coronarography. The diameter stenosis was reported to be greater than 70%. Associated clinical signs and symptoms were angina. An angiography was performed, which showed thrombosis of a study stent. Investigator indicated that event was related to the study stent. Revascularization was performed as a result. A ptca revascularization of the mid lcx was carried out 18 days later, due to restenosis after previous ptca. Two stents from another manufacturer were implanted, overlapping. Investigator indicated that event was related to the study stent. Revascularization, at 1 year follow up, patient displayed unstable angina.

Manufacturer narrative:
(Secondary intervention - revascularization) - evaluation results: stent thrombosis, revascularization.